Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and attempted to calibrate mtmr but was unsuccessful, fse is unable to get the grips to respond. The fse then replaced the master tool manipulator (mtmr). The system was verified and ready for use. The unit was analyzed and issue was confirmed in logs and successfully replicated on the surgeon side console fixture test platform (sftp). Visual failures related to the reported problem were found the magnet grip lever not seated properly during inspection. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted component separation etep surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that a message of matching grip appeared repeatedly, and the surgeon could not control any universal surgical manipulators (usm). Before contacting the tse, the customer switched to the surgeon side console (ssc) #2, which resolved the issue. The customer did not want further troubleshooting and completed the procedure with ssc #2. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the csr and obtained the following additional information: the surgeon side console (ssc)1 would not match grip from the beginning of the case. The surgeon switched to ssc2 to resolve the issue.